Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer did not work. It was found at analysis that multiple "sensor 7" errors were found in the error log. Programmer needed the mpu replaced. Due to a lack of parts the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer tested out of specification during manufacturer¿s analysis. There was no patient involvement.